Event description:
The customer called to report a constant tone coming from the insulin pump. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to a faulty component on the motherboard.